Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was ended with no patient complications reported.